Event description:
This lead was implanted on (B)(6) 2006 and still remains implanted at this time. A call to technical services was made on 7/18/2014 stating that there was a red alert for out-of- range shock impedance detected on (B)(6) 2014. The physician was dr. (B)(6) at (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).